Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500-600 mg/dl) and insulin injections were administered to address the bg level. The bg would elevate on the second day after changing the cartridge and the cause was not known. As the events had occurred in the past, tandem customer technical support (cts) was unable to troubleshoot to determine a possible cause of the high bg levels. The customer was to revert to using insulin injections to manage diabetes and declined further follow-up from cts.